Event description:
A hospital in (B)(6) reported via a distributor that it was difficult to insert the heater wire connector to an rt127 infant breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt127 infant breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k020332. Method: the complaint breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. A bent pin test was performed to see if the circuit could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be fully connected to the heater wire socket in the inspiratory tube. One of the heater wire pins was found to be bent. This prevents the adaptor from connecting to the heater wire socket. A lot check revealed no other complaints of this type for lot 110504. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by health care facilities, it is impossible for us to determine whether the pins were damaged during transport or by the end user. (B)(4).